Event description:
The reporter stated the surgeon implanted an micl 12.6mm implantable collamer lens in the patient's left eye on (B)(6) 2012. Due to the patient's astigmatism, the lens was removed. The surgeon opened the original incision to remove the primary icl and implanted a same mode, same length lens but with different diopter size. No suture needed. No further information available.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).